Event description:
The patient (B)(6) is a participant in a clinical study (nmd relief registry). It was reported the patient was experiencing ineffective stimulation. In turn, the patient underwent surgical intervention to explant the scs system. The patient was implanted with two leads. Concomitant products implant dates are unknown for the following: model: 3383(x2), scs extensions.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.